Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and blank display. Customer stated that insulin pump got wet and had crack on it and not turning on. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did return after insulin pump restart. Customer stated that when it turned back on they received open book image and red x on the insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer alleged insulin pump has cosmetic damage(crack back of pump). In addition, customer alleged insulin pump received critical pump error (open book image) alarm after moisture exposure and then stopped working(blank display). P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked case on the battery tube side, and cracked retainer ring. Device history and trace files downloaded successfully using thus software. Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted during testing. No fatal or reoccurring pump error alarms noted in the insulin pump history or long trace files. Force sensor was measured and is within specifications (25.6 milivolts at zero offset). However, moisture damage noted in electrical board 1. In summary, customer allegation for cosmetic damage(crack back of insulin pump) was confirmed during visual inspection where cracked case on the battery tube side was noted. In addition, customer allegation for insulin pump not powering up(blank display) and receiving critical pump error (open book image) alarm was not confirmed after device powered up properly after battery installation and no critical pump error (open book image) alarms were noted during testing or in insulin pump history files. However, moisture damage was confirmed when corroded electronic assemblies was noted in electrical board 1 during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.